Manufacturer narrative:
Determination of root cause: assessment: while on-site, the territory manager confirmed the system message code. To address the issue he replaced the following optics: beam splitter e4, the 45 degree deflector, and the focus lense f=163, d=25mm, aligned the system and verified system to specifications. Conclusion: the root cause of this event is worn optics. (B) (4)

Event description:
Adverse event: prolonged surgery. Malfunction: voltage exceeded maximum, laser shut itself off. A technician reported that during refractive surgery, a high voltage error on the laser appeared and the laser shut itself off. The surgical procedure had begun, but pt's outcome was not affected. Subsequently, the remaining cases for the day were cancelled until the laser was serviced. The current status of the pt is unk.